Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak, air embolism, cerebral infarction, and intervention. It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior. During a mitraclip procedure, the clip delivery system (cds) was entered into the steerable guide catheter (sgc). Air had entered the system from the junction of the shaft with the clip introducer on the cds. Additionally, the lock lever cap was turned more than half a turn in the open direction to de-air the device. The air was aspirated with a syringe. The cds was replaced and the procedure was completed. The mr was reduced to grade <1. There was no clinically significant delay. On (B)(6) 2023, the patient had a cerebral infarction. Per the physician, it was unclear if it was caused by air or a blood clot. The patient was discharged and there was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash was confirmed via device analysis. Additionally, the clip introducer silicone valve was observed to have a tear in its proximal wall. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported/ observed leak / splash was due to the torn clip introducer. The observed material split, cut or torn associated with the clip introducer valve tear was determined to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with turning the lever cap more than half a turn to de-air the device. The cause of the reported cerebrovascular accident associated with the cerebral infarction could not be determined. The reported air embolism and thrombosis/thrombus (mitral/tricuspid valve: na), associated with the conservative assessment that the cerebral infarction may have been due to an undetected air embolism or thrombus, could not be determined. The reported patient effects of cerebrovascular accident, embolism, and thrombosis/ thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. It should be noted that the mitraclip g4 instructions for use states under the delivery catheter preparation section to ¿loosen the lock lever cap to de-air. Do not turn lock lever cap more than 1/2 turn in the ¿open¿ direction. After de-airing, tighten the lock lever cap.¿ since the lock lever cap was turned more than half a turn in the open direction to de-air, this is considered as a deviation from the IFU. However, as turning the lever cap more than half a turn to de-air was not determined to have contributed to the reported event, an in-service to address the IFU deviation will not be requested.